Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a (B)(6) infection in multiple areas of the body and a yeast overgrowth. A scan revealed vegetation on the right atrial (ra) lead and right ventricular (rv) leads. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.